Manufacturer narrative:
From the three reported nickel metal hydride (nimh) batteries, two with serial numbers (B)(4) and one lithium ion (li-ion) battery with serial number (B)(4) were returned and evaluated by zoll (B)(4). Nimh with serial number (B)(4) and li-ion with serial number (B)(4) passed all acceptance criteria of battery function. However, nimh with serial number (B)(4) failed acceptance criteria of battery function.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3010617000-2015-00490 for autopulse platform with s/n unknown. 3010617000-2015-00491 for autopulse nimh battery with sn unknown. 3010617000-2015-00493 for autopulse nimh battery with sn unknown. 4.# 3010617000-2015-00494 for autopulse li-ion battery with sn unknown.

Event description:
It was reported that during a training, the autopulse platform shut down immediately after compressions were initiated. When the autopulse platform was used with the customer's three nimh batteries and one li-ion battery, the same issues occurred. There were no reports of any patient involvement. No further details were provided.